Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. The patient condition was unknown.